Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). The patient would be monitored.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up experiencing presyncopal episodes. Upon interrogation, auto mode switch episodes were noted. The device was reprogrammed. Additional information noted that the patient was still symptomatic during short auto mode switch episodes. The patient would continue to be monitored.